Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. The procedure was sucessfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.